Event description:
It was reported that the device reached recommended replacement time (rrt) within three years of implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached recommended replacement time (rrt) within three years of implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Time of rrt in save to disk on (B)(6) 2013 device rrt<(><<)>=2.6251 volt. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: performance data collected from the device was received and analyzed. Time of rrt in save to disk on (B)(4) 2013 device rrt<(><<)>=2.6251 volt. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.